Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and from a jny retro study three events were reported it was reported that right knee stiffness was resolved with manipulation under anesthesia.¿ ¿it was reported that patient had left lower leg deep vein thrombosis after right knee replacement. Event was treated with rivaroxaban and was resolved¿ ¿it was reported that patient had illiotibial band syndrome and it was resolved with a steroid injection.¿ details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided the root cause of the reported stiffness cannot be determined. Root cause of the arthrofibrosis could be contributed to concomitant medical problems and history, dvt, medical investigation report. This document contains information confidential and proprietary to smith and nephew. Released iliotibial band syndrome. 1 arthrofibrosis and mua 2 dvt treated with medication, 3) iliotibial band syndrome with steroid injection all incidents are listed as having been resolved. No further medical assessment is warranted based on the information provided. Ankylosis (arthrofibrosis complaint) immobility of the joint due to the formation of bone, cartilaginous or fibrous tissues around the joints. Fibrosis (arthrofibrosis complaint) the formation of fibrous tissue. Thrombosis/thrombus (dvt complaint) the formation of a blood clot in the lumen of a vessel or heart chamber. Additional surgery (arthrofibrosis complaint) surgical intervention that was not planned and needed to be performed in addition to other interventions including surgical ones. Medication required (dvt treatment) patient required additional medication or additional dose of existing medication. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that right knee stiffness was resolved with manipulation under anesthesia.